Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve beds dusted. Associated malfunctions for this device: pilot valve sticking, tubing dusted, tie wrap defective.